Event description:
A customer reported a malfunction in their pump with a specific malfunction code, identified as malf 5, which could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and technical support arranged to replace the malfunctioning pump. Additionally, the customer expressed interest in obtaining an out-of-warranty loaner pump, as their warranty had expired.